Event description:
Reportedly, during a lumbar myelogram, the pt's hands were folded over the head end of the table top. When the table top was moved towards the head end, the pt's fingers were pinched between the table top and the table frame resulting in 2 cm laceration to the pt's right middle finger. The pt required 6-7 sutures and a tetanus shot. No x-rays were required. Reportedly, radiology personnel did not have the pt handgrips attached to the table during this procedure. The hospital's biomed manager instructed radiology personnel to have pts use the table handgrips during procedures/exams.